Event description:
Boston scientific received information that during a pulse generator change out procedure for the patient with this right atrial lead, this lead was discovered to have noise. The lead also displayed loss of capture and no sensing. Pacing impedances were noted to be greater than 3000 ohms. The lead was suspected to have fractured. Due to these clinical observations the lead was capped during the routine pulse generator change out procedure. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.